Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited a threshold increase which seemed to have initiated prior to an magnetic resonance imaging (MRI) procedure. The decision was made to monitor the device. No patient complications have been reported as a result of this event.